Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2016, during device change out procedure the lead exhibited high capture thresholds; the physician elected to take no action at this time due to less than 1% ventricular pacing. The lead was attached to the new device and remained implanted. The patient's condition was fine.